Event description:
It was reported that the user experienced high blood glucose after disconnecting from the ilet pump while charging and not reconnecting the infusion set; the user was advised that the pump could be worn while on the charger and to reconnect the set, after which she planned to continue charging and monitor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue consistent with an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.